Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device history record is not available due to insufficient device data. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: bilateral rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight and broken shell. A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening.

Event description:
The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.